Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non pacer-dependent patient presented for a routine follow-up. Oversensing of noise was noted on a stored egm. The lead was capped and replaced.